Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) received one device. The visual inspection of the returned product noted that the circular seal, obturator and dissector balloon appeared intact. The trocar balloon, lock collar and inflation syringe were not received. Pmv performed functional testing; the hole was covered, the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the beginning of a laparoscopic, totally extra-peritoneal unilateral hernia procedure, the balloon did not inflate. They opened another device and second device performed as expected. There was no patient injury.